Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper of bd plastipak¿ syringe was deformed.

Manufacturer narrative:
Investigation summary: one sample unit belonging to lot number 1808242 was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1808242 that may have contributed to the reported incident. Investigation conclusion: through visual inspection of the sample, the stopper was observed wrongly assembled to the plunger rod and it was distorted against the barrel walls. It has been determined that this defective stopper resulted from a misalignment within the assembly process. Manufacturing personnel have been made aware of this incident. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence. Root cause description: misalignment of plunger-stopper-barrel in the assembly station. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that stopper of bd plastipak¿ syringe was deformed.